Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the reported event occurred due a defective high voltage power supply (hvps). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer returned the hf unit esg-400 for inspection. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found that a e433 error message was displayed due to a faulty high voltage power supply. The report is being submitted due to the defect found during evaluation.